Event description:
Same cases as 2134265-2014-07615, 2134265-2014-07957 and 2134265-2014-07958. It was reported that an automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter in order to visualize the moderately tortuous, unspecified lesion. However, when pullback was performed, the motor drive unit (mdu) would stop executing an automatic pullback. Several attempts were made to perform pullback, yet, same issue reoccurred shortly after pullback was initiated. The opticross¿ imaging catheter was exchanged to another of the same device, with the same lot number, but then again same issue occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).